Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (aortic neck was angulated, 60 degrees and severe iliac artery angulation, 80 degrees), (recapturing with one of the springs still in the sleeve and inadequate device overlap with no adjustment for parallax). Eval, conclusion: (aortic neck was angulated, 60 degrees and severe iliac artery angulation, 80 degrees), (recapturing with one of the springs still in the sleeve and inadequate device overlap with no adjustment for parallax).

Event description:
An endurant stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 3.5 cm long and had a 60 degree angulation and it was 22 mm in diameter proximally and 23 mm distally. The iliac arteries had 80 degree angulation bilaterally. The right iliac artery was 36 mm proximally, 30 mm mid, and 25 mm distally in diameter. The left iliac artery was 30 mm proximally, 27 mm mid and 21 mm in distally in diameter, for 2 cm length. It was reported that when the bifurcated stent graft was deployed the physician rotated the wheel to release the supra renal stents. The physician went to capture the nose cone and rotated the delivery sys counter clockwise and pushed up; however, one of the supra renal stents was still within the sleeve. The wheel was not rotated on the way back, but the supra renal stents appeared fully released. As the physician twisted the top of the delivery catheter the bifurcated stent graft was twisting. The physician stopped and rotated the delivery sys clockwise. The physician rotated the wheel fully and used a balloon to release the supra renal stent and removed the delivery sys from the pt. There was no endoleak or stent graft movement; however, two of the supra renal stents were overlapping. It was also reported that when the contralateral limb was deployed there was a type 3 endoleak between the bifurcated stent graft and the iliac limb stent graft. This was attributed to the severe angulation of the iliac artery and because they did not adjust for parallax even though there was 2 cm over lap (ref MFR#2953200-2011-00477). An additional iliac limb was implanted at the junction between the gate and the contralateral limb and successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.